Manufacturer narrative:
Corrected information: on the initial report it should have read: on 14-jan-2020 it was reported that an empty pump reservoir occurred on (B)(6) 2019 per the event logs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 40mg/ml at 6mg/day via an implantable pump. The indication for use was non-malignant pain. On 13-jan-2020 it was reported that an empty pump reservoir occurred on (B)(6) 2019 per the event logs. The physician stated he was refilling the pump with saline, programming the pump to 1ml/ml at 0.049mls/day and would have the patient come back to the clinic and compare the erv (expected residual volume) to the arv (actual residual volume) to see if the pump was delivering the fluid as intended. The physician was ok with the patient receiving the drug in the pump tubing/catheter at 1.96mg/day until it cleared the system. No patient symptoms and no further complications were reported or anticipated.